Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline encountered resistance in the catheter at the shaft center section. The patient was undergoing treatment for internal carotid posterior communicating artery (ic-pc) aneurysm with 7mm diameter. It was noted that the patient's vessel tortuosity was normal. It was reported that during the corresponding pipeline approach, delivery could not be performed near the middle of the phenom micro catheter, and it could not be pulled back. As a result, each microcatheter was removed, and the procedure was completed by replacing it with the same product. Since the priming was done properly, it was difficult to prevent this issue beforehand. It is unknown whether there was a problem with the pipeline or a problem with the microcatheter. The pipeline used as an indication (off-label use). It was unknown if the pipeline was stuck, or the catheter and the delivery pusher were damaged. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the aneuysm location was the internal carotid- pc7mm. The neck diameter was 4mm. After retrieval there is fraying at the end of the braid. The doctor cut the phenom to remove the ped from inside. Catheter abnormalities could not be visually confirmed. There was some bending due to pushing too hard, the bending was caused by the pipeline's push wire. The patient is recovering with no problems. No symptoms were reported.